Manufacturer narrative:
This device was not returned to rti surgical, so therefore no evaluation could be performed on the device. The DHR was reviewed and the device was manufactured to rti surgical's specification. There is also no UDI number associated with this device since it was manufactured prior to the UDI requirements. According to the report received from the distributor, the revision surgery was not caused by the device. Device was disposed of and not returned.

Event description:
The gtr device was implanted on (B)(6) 2016. Sometime after this initial surgery, it was discovered that the patient's greater trochanteric had resorbed. The patient was revised on (B)(6) 2016 where the gtr device was removed. According to the reporter, this revision surgery was not implant related.